Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) could not duplicate any issue with the cardioplegia (cpg) roller pumps. The fsr arrived at customer site, downloaded data logs, emailed technical support (ts) and uploaded the logs for manufacturer evaluation. The fsr spoke with the ccp and she mentioned the master/follower pumps were working fine during priming and she had only a level alarm that she caused during this issue. The fsr tested both roller pumps individually and functionally as master/follower, but could not duplicate any issues. Ts evaluated the data logs while the fsr was still at the site. Ts saw in the logs there was a "level alert" alarm followed by a "level alarm" alarm. The ccp had mentioned she caused these alarms, but did not think they were related to the cpg pump not working. The level alarm has the safety connection to cause the centrifugal to go to "coast" (1500 revolutions per minute [rpm]). Ts saw in the data logs where the system responded correctly this way. Since the cpg was tied to the arterial pump the cpg will not run until the centrifugal speed is raised above 1550 rpm. Ts also stated the centrifugal pump was only raised to 1518 rpm, which is not fast enough to allow the cpg to work. If the centrifugal speed had been raised above 1550 rpm, the cpg would have worked. The system responded correctly to the conditions. No repair was required and no parts are being returned. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) reported she had a master/follower roller pump failure around 10:00 am while flushing lines and preparing to start cardioplegia (cpg). The ccp said she could not resolve from the roller pump or the central control monitor (ccm), so she disconnected and reconnected both roller pumps to reboot. After rebooting, the ccp was able to reconnect the two as master/follower and completed the case successfully without any further issues. The ccp also stated the master/follower were working fine during priming. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.